Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the camera light guide for evaluation, and the failure analysis investigation has been completed. Failure analysis could not verify the customer reported complaint. Visual inspection displayed no physical damage. The camera light guide was unable to be tested for the heat complaint. No product issue was identified. The user manual cautions the user to turn off the illuminator before removing the light guide, and notes that it will take several minutes to cool off after use. It instructs to handle properly to avoid burns.

Event description:
It was reported that during a da vinci-assisted procedure, the nurse sustained a burn to their hand while removing the 5mm da vinci camera light guide cord from the endoscopic controller. The light guide cord was plugged into the endoscopic controller on the system and then attached to a third-party endoscope and laparoscope. The metal end of the light guide cord was very hot while attempting to be removed. The nurse's hand was red; no burn was produced. No further intervention was required to address the burn; the nurse did not report the incident to employee health. The procedure continued and was completed robotically.